Event description:
Boston scientific received information that this implantable system recorded a shock lead impedance greater than 125 ohms. The device was implanted on (B)(6) 2010 and the right ventricular lead was implanted in 2002. At the recent device implant shock impedance measured 72 ohms but has been out of range since the day following implant in daily measurements and office lead impedance tests. Currently, all products remain implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Additional information became available that this patient was brought in for additional testing to determine lead functionality. Testing the lead in all configurations didn't determine any issues, so the patient was brought to the lab and under fluoroscopy the lead looked to have a proximal coil issues so defibrillation threshold (dft) testing was performed. The physician felt comfortable leaving the system as is and thought there was more of a risk if he were to open the patient's pocket. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted for normal battery depletion. The rv lead was connected to the new device and all measurements, including shock impedance, were in normal range. No additional adverse patient effects were reported.